Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor error. The customer states their blood glucose level at the time of incident was 165mg/dl. The customer's levels had been as high as 400mg/dl. Troubleshoot was conducted. The sensor was found to have failed the test plus procedure. The customer was advised to replace sensor.